Event description:
I had a double mastectomy because of breast cancer. Three months later, I started feeling sick. I started to fall asleep while I was sitting up, so I couldn't drive. I got very nauseous and still am. I break out with boils on my butox, (the dr don't know what it is) I have a metallic taste in my mouth, it makes me want to puke. I have joint pain all over. Arthritis in my hands. Muscles get weak in my legs and they hurt. Some days I feel like I am dying (for real). I just want to jump off a bridge. Severe dehydration every single day. I bruise real easy. I don't heal as fast as I should. My eyes are always dry. My vision is going down hill. This is every day since 2015; within the last 2 months, I started to get brain fog really, really bad. I don't remember things. I have severe neck pain. My neck gets so stiff, I can't turn it left or right. I go to physical therapy because of it. I suffer with pain every day because the drs don't prescribe pain pills anymore. I have a headache 4 x a week. I choke on my food always. I have no libido. My arms and hands fall asleep especially at night, so I don't get proper rest. I keep losing weight even though I eat like a pig, (20 lbs in 3 months). My hair is getting thin and very dry. I am getting wrinkles on my face, and wart like things. I am all the sudden allergic to grapes. Shortness of breath, and this is everyday. I am so fed up with this. If I was told that breast implants can cause all these illnesses, I would've went with the tram flap breast reconstruction. I am sick everyday. I have no energy. I don't bother with my friends and family. Me and my boyfriend (of 22 years) are always fighting because I don't do nothing all day long. I get so sad and depressed because my life is falling apart because of these implants. It's hard to find a plastic surgeon to remove the implant with enbloc or total capsulectomy. I went to a plastic surgeon 6 months ago, and don't do enbloc, and he also wanted to put different breast implants in me. I finally found a surgeon but it costs (B)(6) to get it done. I don't have that kind of money. I'll be suffering with this illness till the day I die, which won't be long because these implants are poisoning me. I think the companies who make breast implants should have to pay for our explants. Thousands of women are sick or sicker than me, and can't afford to get explant. Having a double mastectomy is a very emotional thing, and then to find out my implants are making me sick, is just devastating. I cry everyday because my life is fading away, and I can't afford to get explants. Thank you for taking the time to read my complaint. (B)(6).